Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1147619 medical device expiration date: 05/31/2026 device manufacture date: 05/27/2021 medical device lot #: 1084899. Medical device expiration date: 03/31/2026. Device manufacture date: 03/25/2021. Medical device lot #: 1204165. Medical device expiration date: 07/31/2026. Device manufacture date: 07/23/2021. Medical device lot #: 0300498. Medical device expiration date: 10/31/2025. Device manufacture date: 10/26/2020. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were scale marking issues on the bd luer-lok¿ syringe with detachable bd eclipse¿ needle. This event occurred 56 times. There was no report of patient impact. The following information was provided by the initial reporter: "syringe scale is skewed."

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1147619 medical device expiration date: 05/31/2026 device manufacture date: 05/27/2021 medical device lot #: 1084899. Medical device expiration date: 03/31/2026. Device manufacture date: 03/25/2021. Medical device lot #: 1204165. Medical device expiration date: 07/31/2026. Device manufacture date: 07/23/2021. Medical device lot #: 0300498. Medical device expiration date: 10/31/2025. Device manufacture date: 10/26/2020. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were scale marking issues on the bd luer-lok¿ syringe with detachable bd eclipse¿ needle. This event occurred 56 times. There was no report of patient impact. The following information was provided by the initial reporter: "syringe scale is skewed."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/14/2022. H.6. Investigation: fifty-six (56) samples were received by our quality team for evaluation. One sample in sealed packaging was received for batch 0300498, three samples in sealed packaging for 1084899, two samples in sealed packaging for 1204165, and forty-seven (47) in sealed packaging and three samples with open packaging for batch 1147619. All samples were subjected to visual inspection. Eleven of the returned samples were observed with slight skewed scale marking, one sample from batch 0300498, three samples from batch 1084899, two samples from batch 1204165, and five samples from batch 1147619. All eleven samples identified with skewed scale marking were subjected to volumetric testing and passed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Although there is a slight skew in the scale marking, it does not affect the dosage of the solution as the volumetric test is within specification. An investigation was conducted at the syringe apex printing machine to find the cause of the skewed printing. The printing pad set up plays an important role to achieve good printing on the barrel. With a good printing pad set up, consistent printing is achieved as the printing pad is secured on the printing drum. It was understood that any slight skewed printing was deemed acceptable during routine inspection as this defect does not affect the volumetric test. Therefore, the root cause is attributed to the inattentiveness of the slight skewed printing defect by the production technician during printing pad set-up and by both the manufacturing and quality assurance associate during routine inspection.

Event description:
It was reported that there were scale marking issues on the bd luer-lok¿ syringe with detachable bd eclipse¿ needle. This event occurred 56 times. There was no report of patient impact. The following information was provided by the initial reporter: "syringe scale is skewed."